Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification on event details was provided on (B)(6) 2024. It was reported that on (B)(6) 2024 around noon, the cgm was reading 322 mg/dl. The patient took 30 units of lantus (slow acting insulin) based on the cgm reading. The patient did not have a bg meter to check his bg during this time. After 40 minutes, the patient was able to check their bg with a meter and the patient's bg value was 187 mg/dl while the cgm was reading "300 something". The patient then started to feel dizzy, was sweating and disoriented. The patient stated these symptoms was a result of the lantus kicking in. On the same day of the event, the patient was scheduled for an appointment for urinary tract infection and kidney stones. The patient's son went to the hospital with the patient. At the hospital, the doctor checked the patient's bg and the patient's bg was 39 mg/dl and the cgm was displaying "105 or 109" mg/dl. The doctor advised the patient to go to the emergency room to get treated for hypoglycemia. The patient was treated with glucose tabs and IV fluids. The patient was discharged from the hospital after 3-4 days after their bg stabilized. At the time of the report, the patient was doing fine. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On the day of the event, the cgm was displaying 322 mg/dl. A bg finger stick was not taken and based on the cgm value, the patient took 30 unites of lantus (slow acting insulin). The patient had symptoms of dizziness, sweating and was disoriented. The patient's wife took the patient to the hospital. Upon arrival the doctor checked the patient's bg and it was 32 mg/dl. It is unknown what the cgm was displaying during this time. The patient was treated with glucose tabs and IV fluids. The patient reported they were hospitalized for 4 days due to hypoglycemia. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.